Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected multiple non-sustained ventricular tachycardia (nsvt) episodes since recent implant. The physician had thought that myopotential oversensing was the cause until the patient's history noted this was not an issue with the previous non-guidant device. Sensitivity was programmed at nominal (0.27mv) with inquiry of noise. An egram noted oversensing resulting in pacing inhibition (number of beats was unknown). Daily measurements were normal. The other cardiac resynchronization therapy defibrillator ((B)(4)) was an attempted implant due to an unspecified patient condition.

Manufacturer narrative:
A boston scientific technical services (ts) consultant suggested isometrics maneuvers. Ts advised to do a thorough assessment of the lead for possible insulation damage and recheck measurements. It was also thought that this could be related to setscrew or seal plug damage. Further information revealed that a new right ventricle lead was implanted. To date, there have been no reported patient symptoms associated with this clinical observation. Should any additional information related to this event become available, this event will be updated. This device was elective replaced over five years later and returned for analysis. Detailed analysis found that the allegation could not be confirmed. This device met specification.